Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 lvas until they ultimately expired on (B)(6) 2022. No product was returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU)and the heartmate 3 lvas patient handbook are currently available. Section 1 of this document lists adverse events, including cardiac arrhythmia, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, renal failure, and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a failed ablation on (B)(6) 2022 for ventricular tachycardia (vt) status post cardiac resynchronization therapy device implant. The patient had coronary artery disease, paroxysmal atrial fibrillation, with history of deep vein thrombosis (dvt) / pulmonary embolism (pe) status post greenfield filter. The patient also had stage 3 chronic kidney disease, psoriasis, hyperlipidemia (hld) and hypertension. The patient was reported to have symptomatic sustained vt requiring lidocaine and mexiletine. The course was complicated by acute cardiogenic shock requiring pressors and lidocaine induced encephalopathy.